Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on various dates. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023. Repeat testing was performed on (B)(6) 2023 generating a negative result. Confirmation testing was performed at the doctor¿s office via an unknown method on (B)(6) 2023 which generated a positive result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 220606 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 220606, test base part number 195-430wjr/ lot: 217803. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 220606 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.